Event description:
Customer reported an over infusion of insulin on a neuro patient. Stated an insulin infusion was started at 9 units/hr, vtbi 95 ml. Two hours after the start of the infusion, the entire 95 ml had infused. As a result of the over infusion, the patient's blood glucose dropped to either 22 or 27. Two amps (25 grams/amp) of dextrose 50% were administered and an infusion of dextrose 10% was started. The patient remained hospitalized as of (B)(6) 2013. Although requested, no additional event or patient information was provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.